Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye after she reported that she thought the iol was ''leaking'' and contributing to periorbital swelling. Another iol was implanted during the same procedure.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to our manufacturing facility for evaluation. The returned lens sample was inspected at 10x microscope magnification and revealed that the lens had residuals adhered to the optic body compatible with handling the lens, such as during the implant and explant process. The lens was received cut in two halves and the lens condition was consistent with a lens that has been explanted. At the manufacturing final inspection process lenses are 100% inspected at 10x microscope magnification for cosmetic and haptic defects. Any defects on the lenses that do not meet criteria specifications are rejected. Based on the investigation, cosmetic defects found in the returned lens were related to the explant process and not manufacturing related. From the visual inspection, no deviation or assignable cause was identified for the customer's claim of ¿periorbital swelling¿ in the sample received. The manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. In manufacturing, the 1-piece lenses are visually inspected at 10x microscope magnification and any defects on the lenses or lens haptics that do not meet the criteria specifications are rejected. The sterilization record was reviewed and no deviations that could affect the sterility assurance were identified. Based on the manufacturing record review, no deviation or assignable cause was identified. A review of the raw material/manufacturing procedures in change control system was done and did not show any change in manufacturing method, inspections or specifications that were related to the complaint type. Based on the non-statistical trend review for the complaint type, no adverse trend was observed. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.